Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 0-7 lead had high impedances so the manufacturer representative (rep) reprogrammed to use the 8-15 lead on ly. It was reported that the patient was continuing to receive effective therapy. The event occurred in (B)(6) 2020. No symptoms were reported.